Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a plain old balloon angioplasty procedure, a .014 4.0x40 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter ruptured at 6 atmospheres (atm). Therefore, it was replaced with a same size new balloon catheter (non-cordis). The procedure completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was circumscribed stenosis in the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The vessel was not calcified. The rate of stenosis was unknown. The device was inserted and crossed the lesion. During inflation, it ruptured. The patient¿s information was unknown.

Manufacturer narrative:
During a poba (plain old balloon angioplasty) procedure, a .014 4.0x40 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter ruptured at 6 atmospheres (atm). Therefore, it was replaced with a same size new balloon catheter (non-cordis). The procedure was completed successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was circumscribed stenosis in the left superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The vessel was not calcified. The rate of stenosis was unknown. The device was inserted and crossed the lesion. During inflation, it ruptured. The patient¿s information was unknown. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio was 0.9wt% (concentration has not changed). A jll indeflator by japan lifeline was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend. The balloon inflated normally and the maximum inflation pressure was 6 atm. It did not kink while being used. There was no resistance felt when removing the balloon. This procedure was for sfa vasodilation. The device was not returned due to possible infectious disease. A device history record (DHR) review of lot 17599217 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics of circumscribed stenosis may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation, ¿the cordis aviator plus pta balloon dilatation catheter is indicated for percutaneous transluminal angioplasty in the peripheral vasculature, including iliac, femoral, ilio-femoral, popliteal, infra popliteal, renal, and carotid arteries, and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for post-dilatation of balloon-expandable and self-expanding stents in the peripheral vasculature¿do not retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding¿. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.